Manufacturer narrative:
On (B)(6) 2018 haemonetics received a notification from octapharma plasma regarding a nexsys pcs device which had a subcomponent which had reportedly burnt out. Haemonetics sent a replacement interconnect board to the customer to be replaced by their on-site technician. The defective interconnect board was returned to haemonetics for further evaluation where it was discovered that there was evidence of thermal decomposition on the returned subcomponent. The returned interconnect board showed evidence of carbonization on the j20 subcomponent. The cause of this failure is not known at this time. Haemonetics provided a replacement part to octapharma as resolution. Octapharma's on-site technician will install the replacement part and will perform all necessary calibrations and tests to ensure the device meets manufacturer specifications prior to being returned to service. This type of failure is not likely to cause a significant injury to a donor or operator, if the subcomponent fails within the device then it will make it impossible for the device to pass the power on self test protocol, which will prevent the device from being able to be used for any procedures until the device has been repaired and the power on self test protocol is passed. Historically, there have been no incidents of thermal decomposition in which an injury was reported. Haemonetics has previously submitted medwatch reports for this failure mode, as such this incident meets the criteria for a reportable event.

Event description:
On (B)(6) 2018, haemonetics was made aware of an incident involving a nexsys pcs plasmapheresis machine. The customer reported that one of the subcomponents on the device appeared to have burned out. There was no donor or patient involved in this incident. This issue was discovered prior to a plasma collection procedure, there was no injury reported to the device operator.